Event description:
Pt underwent an aortic arch replacement procedure in 2004. Post-operative drainage was performed during a month due to pleural effusion. Drains were removed in july 2004. Graft remained implanted in pt. No other information was provided to the manufacturer.